Event description:
It was reported that this pacemaker exhibited low out-of-range pacing impedances on a non- boston scientific right ventricular (rv) lead, measuring less than 200 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Technical services recommended to bring the patient in for an evaluation and provided troubleshooting options. The patient is not dependent on therapy. At this time, the device and non -boston scientific rv lead remains in service. No adverse patient effects were reported.